Event description:
The customer reported false reactive architect hbsag qualitative ii confirmatory. The customer reported that after additional testing they confirmed the status of non-reactive. The customer provided the following data for 1 patient: reference = 1.0 s/co is reactive. On (B)(6) 2024, initial result was 609.23 on (B)(6) 2024, repeat results were 605.90 and 615.04 and the sample was confirmed positive with neutralization confirmatory testing with the following results: hbsagq2_c1 was 442.48, hbsagq2_c2 was 432.68, hbsagq2_%n was -2.2678 repeat results were hbsagq2_c1 was 410.36, hbsagq2_c2 was 410.06, hbsagq2_%n was -0.0730 1:500 dilution results were hbsagq2_c1 was 2.74, hbsagq2_c2 was 2.76, hbsagq2_%n was 0.9986 1:2000 dilution results were hbsagq2_c1 was 0.44, hbsagq2_c2 was 1.67, hbsagq2_%n was 91.8635 further repeat testing generated results of 499.01 and 509.07 the customer performed additional testing and confirmed the status as non-reactive. The following data was provided: hbsag (roche cobas platform) generated results of 0.547 & 0.519 (non-reactive) anti-hbc (roche cobas platform) generated result of 2.11 (non-reactive) anti-hbc (abbott platform) generated result of 0.08 (non-reactive) anti-hbs (abbott platform) generated result of 0.00 (non-reactive) nat hcv/hiv 1-2/hbv/hev (upxe, panther, grifols) generated results of 0.07 & 0.06 (non-reactive) the customer reported that since they also have abbott alinity platform, testing was also conducted on the alinity platform. The customer confirmed that the testing results concluded that the sample did not generate a positive result. The following results from (B)(6) 2024 were provided: initial result was 419.58 s/co hbsagquac2 was 395.80 s/co, hbsagquac1 was 397.74 s/co, hbsagqua%n was 0 % 1:500 dilution results were hbsagquac2 was 3.96 s/co, hbsagquac1 was 4.05 s/co, hbsagqua%n was 2 % 1:2000 dilution results were hbsagquac2 was 0.43 s/co and hbsagquac1 was 0.45 s/co per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative confirmatory reagent lot 48343fn00 was identified.

Event description:
The customer reported false reactive architect hbsag qualitative ii confirmatory. The customer reported that after additional testing they confirmed the status of non-reactive. The customer provided the following data for 1 patient: reference = 1.0 s/co is reactive. On (B)(6) 2024, initial result was 609.23. On (B)(6) 2024, repeat results were 605.90 and 615.04 and the sample was confirmed positive with neutralization confirmatory testing with the following results: hbsagq2_c1 was 442.48, hbsagq2_c2 was 432.68, hbsagq2_%n was -2.2678 repeat results were hbsagq2_c1 was 410.36, hbsagq2_c2 was 410.06, hbsagq2_%n was -0.0730. 1:500 dilution results were hbsagq2_c1 was 2.74, hbsagq2_c2 was 2.76, hbsagq2_%n was 0.9986. 1:2000 dilution results were hbsagq2_c1 was 0.44, hbsagq2_c2 was 1.67, hbsagq2_%n was 91.8635. Further repeat testing generated results of 499.01 and 509.07. The customer performed additional testing and confirmed the status as non-reactive. The following data was provided: hbsag (roche cobas platform) generated results of 0.547 & 0.519 (non-reactive). Anti-hbc (roche cobas platform) generated result of 2.11 (non-reactive). Anti-hbc (abbott platform) generated result of 0.08 (non-reactive). Anti-hbs (abbott platform) generated result of 0.00 (non-reactive). Nat hcv/hiv 1-2/hbv/hev (upxe, panther, grifols) generated results of 0.07 & 0.06 (non-reactive). The customer reported that since they also have abbott alinity platform, testing was also conducted on the alinity platform. The customer confirmed that the testing results concluded that the sample did not generate a positive result. The following results from (B)(6) 2024 were provided: initial result was 419.58 s/co hbsagquac2 was 395.80 s/co, hbsagquac1 was 397.74 s/co, hbsagqua%n was 0 % 1:500 dilution results were hbsagquac2 was 3.96 s/co, hbsagquac1 was 4.05 s/co, hbsagqua%n was 2 % 1:2000 dilution results were hbsagquac2 was 0.43 s/co and hbsagquac1 was 0.45 s/co. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 02g23-25 and there is a similar product distributed in the us, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.